Event description:
A model mq201 oxygen quick-connect fitting manufactured by western medica (a scott fetzer company) separated, thus causing an uncontrolled flow of oxygen flowed from the wall outlet. A maintenance technician was required to remove the nipple of the defective fitting thereby closing the internal valve of the wall outlet.over the past year, at least 12 known failures have occurred with the mq20x series of fittings from western.the suspect fittings have failed due to separation of a press-fit nipple from the adapter body. It appears that lateral flexing of the fitting over time weakens the frictional properties of the two surfaces (nipple and body).cross-sectional cuts down the long-axis to a variety of fittings from several manufacturers reveals that only the western product employs a press-fit assembly technique, whereas the others are threaded assembles. Empirically speaking, the threaded fittings would not suffer from the reliability problems that plague the press-fit fittings.there are two major concerns involved with this product failure:1) a flowmeter or other heavy device may be propelled at such a velocity and force that serious injury could result to a patient or associate (i.e. FDA maude report # 1526809-2003-00006)2) the uncontrolled high flow of pure oxygen presents a potential fire hazard if combustible material and an ignition source are present (i.e. Linen and static electric discharge).after talking with the product engineer at western enterprises (dba: western medica), I was informed that the manufacturing process of the device in question has not changed and is not expected to be changed in the near future. The only recourse of problem resolution offered by western is to exchange defective fittings at no charge during the 90-day product warranty period.because of the potential to harm a patient or associate, a recommendation has been made that all western medical gas quick-disconnect fittings be replaced proactively. With the proliferation of the questionable device throughout the reporting hospitals enterprise and the probability of failure increasing with age, a replacement program will be conducted at the earliest opportunity.